Event description:
Reference number (B)(4). Event occurred in greece it was reported that patient faced infusion set detachment event on (B)(6) 2026. The infusion set was in use for 2 days. The site of detachment was tubing connector. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.